Event description:
Note: this report pertains to one of two MDR reportable events that happened during the same procedure. Please refer to manufacturer's report number 3005099803-2010-04374 for the associated device report. It was reported to boston scientific on (B)(6), 2010 that two patient return grounding pads were used during a rfa (radiofrequency ablation) procedure to treat cancer in the liver performed on (B)(6), 2010. According to the complainant, while preparing for the ablation, discoloration was noted on the first grounding pad. When the second pad was affixed to the femoral region of the patent, the pad would not adhere due to weak adhesive strength. The procedure was completed with another two patient return grounding pads. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good. Attempts to obtain additional information regarding patient information and the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). A service history review was performed revealing this pump has never previously been sent to baxter for service and, therefore, the reported condition is not related to any previous reported problem this pump. A device history review was also performed, finding no exceptions noted during the manufacturing of this device.

Event description:
During a review of the pump's event history by baxter personnel, a colleague infusion pump was found to have experienced a battery depleted alarm, which interrupted delivery. There was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. This device is an unremediated colleague pump with a user interface module software version of 5.04.00.

Manufacturer narrative:
(B)(4). Evaluation summary:the condition of a colleague infusion pump with a depleted battery alarm was discovered and confirmed in the pump's event history by baxter personnel. This condition was caused by depleted main batteries. This pump is a baxter owned device and will not be repaired.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).